Event description:
It was reported that pt presented to the emergency room after receiving hv therapy. Upon investigation, the therapy was delivered for vf. Device behaved as programmed and remains implanted. Further info is not available at this time.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.